Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that vacuum stopped working during the early quadrant removal. The surgeon stopped the handpiece (hp) and flushed also tried vacuuming water from a bowl, but the problem persisted. Therefore, the hp was changed. The vacuum still persisted; therefore, the cartridge (fms) was changed and reprimed. Following this, an error code was displayed and hp was no longer could be primed. The hp was changed for a third time, but problem persisted. A full reset and all the equipment were changed; however, vacuum still remained reduced for the remainder of the surgery. The surgeon finished the surgery without any trouble. However, the patient had retained the lens fragments which were later removed in a surgery performed later on a different day. There was no report of patient harm.

Manufacturer narrative:
Additional information provided in h.6. And h.10. The customer did not retain the product lot information for this consumable procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).